Event description:
As reported by navilyst medical's distributor in (B)(6), the end user hospital experienced a cracked fitting in the side port of the blood pressure monitoring manifold, where it was connected to a contrast line. They kept getting air in the line and then noticed that there was a slow drip underneath the connection. No air was injected into the pt and no complications to the pt resulted from this event. Navilyst medical's distributor purchases the blood pressure monitoring manifold as a bulk, non-sterile device and further processes it as a component in a sterile convenience kit.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The (B)(4) 2013 navilyst medical complaint report was reviewed for the product family of preceptor manifold and the failure modes of "air bubbles" and "cracked fitting/body." No adverse trends were identified. Returned for eval was a 3 valve manifold. In addition, there was a 72" m-f pressure monitoring line (pml) attached to the manifold side port closest to the rotating adaptor, a fluid delivery set (fds) of unk origin that was attached to the manifold female luer center port, a 2" m-m pml was attached to the proximal female side port and a contrast injection line was attached to the rotating adaptor of the manifold assembly. A visual inspection was performed on each connection site. While all the connection sites between the assembly components appeared to be firmly attached, the fds attached to the manifold center port appeared to be bottomed-out on the female fitting. When the fds was removed from the female port it was noted that the port was cracked. The damage is consistent with damage caused by over-tightening the connection between female and male luers. No other damage was noted to the returned components. An accurate measurement of the manifold center female port could not be taken because of the damage. However, the female threads of the other manifold ports, as well as the male taper of the rotating adaptor were measured and found to meet dimensional spec. All fitting dimensions of the other components were found to be acceptable. Leak testing was performed on the pml and the contrast injection line and no leakage occurred. Based on the condition of the returned sample, the failure does not appear to be due to a mfg related non-conformance. The most probable root cause is that the connection between the female luer of the compensator manifold and the fds mating male luer was over tightened causing the side port female luer to crack. (B)(4).